Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of pruritus ('diffuse itching all over her body / itching') in a (B)(6) female patient who had essure (batch no. Bv44009) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysplasia. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pruritus (seriousness criterion medically significant), fatigue ("chronic fatigue"), mucosal dryness ("mucosal dryness"), sleep disorder ("sleep disturbances"), myalgia ("muscle pain"), deafness ("hearing loss"), ear pruritus ("itchy ear canal"), tinnitus ("tinnitus"), dizziness ("dizziness"), aphthous ulcer ("canker sores"), oropharyngeal discomfort ("throat discomfort"), polydipsia ("excessive polydipsia or thirst"), thirst ("excessive polydipsia or thirst"), asthma ("asthma"), cough ("dry cough"), intermenstrual bleeding ("vaginal bleeding between menstrual periods or after sexual intercourse"), coital bleeding ("vaginal bleeding between menstrual periods or after sexual intercourse"), feeling cold ("significant chilliness"), tremor ("tremors / considerable tremors at work"), urinary retention ("micturition disorders (difficulty emptying her bladder)"), pollakiuria ("micturition disorders (frequent urination)"), loss of libido ("loss of libido"), breast swelling ("breast swelling"), breast discomfort ("breast tension"), nausea ("nausea"), skin odour abnormal ("altered body odour"), cardiovascular disorder ("poor blood circulation (cold hands and feet)"), peripheral coldness ("poor blood circulation (cold hands and feet)"), chillblains ("chilblains"), abdominal pain upper ("gastric pain"), abdominal distension ("abdominal swelling / significant and excessive bloating"), flatulence ("significant and excessive bloating and flatulence"), diarrhoea ("watery, mucous, odorous, soft and irritating stools") with mucous stools, abnormal faeces and faeces soft, constipation ("constipation"), balance disorder ("impaired balance"), memory impairment ("impaired memory"), disturbance in attention ("difficulty concentrating on simple tasks"), aphasia ("aphasia"), anhidrosis ("loss of sweating"), head discomfort ("cramped head feeling"), paraesthesia ("paraesthesia (tingling in extremities)"), feeling hot ("suddenly feeling hot"), gingivitis ("gingivitis / chronic gingivitis"), dry skin ("dry skin"), erythema ("redness"), eczema ("eczema"), affective disorder ("mood disorders"), suicidal ideation ("suicidal ideation") and anxiety ("anxiety attacks") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced premenstrual dysphoric disorder ("premenstrual dysphoric disorder"), attention deficit hyperactivity disorder ("attention deficit hyperactivity disorder"), blood pressure fluctuation ("blood pressure disorder") and arthralgia ("hip pain which has increased since she had the device"). The patient was treated with physiotherapy. At the time of the report, the pruritus, fatigue, mucosal dryness, weight increased, sleep disorder, myalgia, deafness, ear pruritus, tinnitus, dizziness, aphthous ulcer, oropharyngeal discomfort, polydipsia, thirst, asthma, cough, intermenstrual bleeding, coital bleeding, feeling cold, tremor, urinary retention, pollakiuria, loss of libido, breast swelling, breast discomfort, nausea, skin odour abnormal, cardiovascular disorder, peripheral coldness, chillblains, abdominal pain upper, abdominal distension, flatulence, diarrhoea, constipation, balance disorder, memory impairment, disturbance in attention, aphasia, anhidrosis, head discomfort, paraesthesia, feeling hot, gingivitis, dry skin, erythema, eczema, affective disorder, suicidal ideation, anxiety, premenstrual dysphoric disorder, attention deficit hyperactivity disorder, blood pressure fluctuation and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, affective disorder, anhidrosis, anxiety, aphasia, aphthous ulcer, arthralgia, asthma, attention deficit hyperactivity disorder, balance disorder, blood pressure fluctuation, breast discomfort, breast swelling, cardiovascular disorder, chillblains, coital bleeding, constipation, cough, deafness, diarrhoea, disturbance in attention, dizziness, dry skin, ear pruritus, eczema, erythema, fatigue, feeling cold, feeling hot, flatulence, gingivitis, head discomfort, intermenstrual bleeding, loss of libido, memory impairment, mucosal dryness, myalgia, nausea, oropharyngeal discomfort, paraesthesia, peripheral coldness, pollakiuria, polydipsia, premenstrual dysphoric disorder, pruritus, skin odour abnormal, sleep disorder, suicidal ideation, thirst, tinnitus, tremor, urinary retention and weight increased with essure. The reporter commented: patient¿s current status: she was currently on several symptomatic treatments to treat her premenstrual dysphoric disorder, attention deficit hyperactivity disorder, blood pressure, mood disorders, asthma and chronic gingivitis. The patient had been doctor-hopping for about twenty years, with contradictory diagnosis, ineffective treatments and/or unbearable side effects. Some doctors had recently told her that the onset and worsening of her symptoms for the past few years can be attributed to the insertion of the essure devices. She asked to be concretely treated by doctors without having to systematically fight to be taken seriously. She was suffering, no longer had the capacity to do her job normally even though she was still a good professional and appreciated by her colleagues and superiors. All the disorders prevent her from leading a normal life, but at the time of this report, she was still young and her life was far from over at the age of (B)(6). She was currently on long-term leave. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-mar-2022. The most recent information was received on 29-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of pruritus ('diffuse itching all over her body / itching') in a 40-year-old female patient who had essure (batch no. Bv44009 invalid) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysplasia. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pruritus (seriousness criterion medically significant), abdominal distension ("abdominal swelling / significant and excessive bloating"), fatigue ("chronic fatigue"), mucosal dryness ("mucosal dryness"), sleep disorder ("sleep disturbances"), myalgia ("muscle pain"), deafness ("hearing loss"), ear pruritus ("itchy ear canal"), tinnitus ("tinnitus"), dizziness ("dizziness"), aphthous ulcer ("canker sores"), oropharyngeal discomfort ("throat discomfort"), polydipsia ("excessive polydipsia or thirst"), thirst ("excessive polydipsia or thirst"), asthma ("asthma"), cough ("dry cough"), intermenstrual bleeding ("vaginal bleeding between menstrual periods or after sexual intercourse"), coital bleeding ("vaginal bleeding between menstrual periods or after sexual intercourse"), feeling cold ("significant chilliness"), tremor ("tremors / considerable tremors at work"), urinary retention ("micturition disorders (difficulty emptying her bladder)"), pollakiuria ("micturition disorders (frequent urination)"), loss of libido ("loss of libido"), breast swelling ("breast swelling"), breast discomfort ("breast tension"), nausea ("nausea"), skin odour abnormal ("altered body odour"), cardiovascular disorder ("poor blood circulation (cold hands and feet)"), peripheral coldness ("poor blood circulation (cold hands and feet)"), chillblains ("chilblains"), abdominal pain upper ("gastric pain"), flatulence ("significant and excessive bloating and flatulence"), diarrhoea ("watery, mucous, odorous, soft and irritating stools") with mucous stools, abnormal faeces and faeces soft, constipation ("constipation"), balance disorder ("impaired balance"), memory impairment ("impaired memory"), disturbance in attention ("difficulty concentrating on simple tasks"), aphasia ("aphasia"), anhidrosis ("loss of sweating"), head discomfort ("cramped head feeling"), paraesthesia ("paraesthesia (tingling in extremities)"), feeling hot ("suddenly feeling hot"), gingivitis ("gingivitis / chronic gingivitis"), dry skin ("dry skin"), erythema ("redness"), eczema ("eczema"), affective disorder ("mood disorders"), suicidal ideation ("suicidal ideation") and anxiety ("anxiety attacks") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced premenstrual dysphoric disorder ("premenstrual dysphoric disorder"), attention deficit hyperactivity disorder ("attention deficit hyperactivity disorder"), blood pressure fluctuation ("blood pressure disorder") and arthralgia ("hip pain which has increased since she had the device"). The patient was treated with physiotherapy. At the time of the report, the pruritus, abdominal distension, fatigue, mucosal dryness, weight increased, sleep disorder, myalgia, deafness, ear pruritus, tinnitus, dizziness, aphthous ulcer, oropharyngeal discomfort, polydipsia, thirst, asthma, cough, intermenstrual bleeding, coital bleeding, feeling cold, tremor, urinary retention, pollakiuria, loss of libido, breast swelling, breast discomfort, nausea, skin odour abnormal, cardiovascular disorder, peripheral coldness, chillblains, abdominal pain upper, flatulence, diarrhoea, constipation, balance disorder, memory impairment, disturbance in attention, aphasia, anhidrosis, head discomfort, paraesthesia, feeling hot, gingivitis, dry skin, erythema, eczema, affective disorder, suicidal ideation, anxiety, premenstrual dysphoric disorder, attention deficit hyperactivity disorder, blood pressure fluctuation and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, affective disorder, anhidrosis, anxiety, aphasia, aphthous ulcer, arthralgia, asthma, attention deficit hyperactivity disorder, balance disorder, blood pressure fluctuation, breast discomfort, breast swelling, cardiovascular disorder, chillblains, coital bleeding, constipation, cough, deafness, diarrhoea, disturbance in attention, dizziness, dry skin, ear pruritus, eczema, erythema, fatigue, feeling cold, feeling hot, flatulence, gingivitis, head discomfort, intermenstrual bleeding, loss of libido, memory impairment, mucosal dryness, myalgia, nausea, oropharyngeal discomfort, paraesthesia, peripheral coldness, pollakiuria, polydipsia, premenstrual dysphoric disorder, pruritus, skin odour abnormal, sleep disorder, suicidal ideation, thirst, tinnitus, tremor, urinary retention and weight increased with essure. The reporter commented: patient¿s current status: she was currently on several symptomatic treatments to treat her premenstrual dysphoric disorder, attention deficit hyperactivity disorder, blood pressure, mood disorders, asthma and chronic gingivitis. The patient had been doctor-hopping for about twenty years, with contradictory diagnosis, ineffective treatments and/or unbearable side effects. Some doctors had recently told her that the onset and worsening of her symptoms for the past few years can be attributed to the insertion of the essure devices. She asked to be concretely treated by doctors without having to systematically fight to be taken seriously. She was suffering, no longer had the capacity to do her job normally even though she was still a good professional and appreciated by her colleagues and superiors. All the disorders prevent her from leading a normal life, but at the time of this report, she was still young and her life was far from over at the age of 47. She was currently on long-term leave. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kgs. Lot # bv44009 invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-mar-2022: quality safety evaluation of ptc. Lot # bv44009 is invalid. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pain [pelvic pain female]. Diffuse itching all over her body / itching [itching all over]. Abdominal swelling / significant and excessive bloating [swelling abdomen]. Chronic fatigue [chronic fatigue]. Mucosal dryness [mucosal dryness]. Weight gain [weight gain]. Sleep disturbances [sleep disturbance]. Muscle pain [muscle pain]. Hearing loss [hearing loss]. Itchy ear canal [ear pruritus]. Tinnitus [tinnitus]. Dizziness [dizziness]. Canker sores [canker sore]. Throat discomfort [throat discomfort]. Excessive polydipsia or thirst [polydipsia]. Excessive polydipsia or thirst [excessive thirst]. Asthma [asthma]. Dry cough [dry cough]. Vaginal bleeding between menstrual periods or after sexual intercourse [bleeding intermenstrual]. Vaginal bleeding between menstrual periods or after sexual intercourse [post coital bleeding]. Significant chilliness [chilliness]. Tremors / considerable tremors at work [tremor]. Micturition disorders (difficulty emptying her bladder) [bladder inability to empty]. Micturition disorders (frequent urination) [frequency urinary]. Loss of libido [loss of libido]. Breast swelling [breast swelling]. Breast tension [breast tension]. Nausea [nausea]. Altered body odour [body smell altered]. Poor blood circulation (cold hands and feet) [disorder circulatory system]. Poor blood circulation (cold hands and feet) [cold hands & feet]. Chilblains [chilblains]. Gastric pain [gastric pain]. Significant and excessive bloating and flatulence [flatulence]. Watery, mucous, odorous, soft and irritating stools [stools watery]. Watery, mucous, odorous, soft and irritating stools [mucous stool]. Watery, mucous, odorous, soft and irritating stools [stool odour abnormal]. Watery, mucous, odorous, soft and irritating stools [soft stools]. Constipation [constipation]. Impaired balance [balance impaired nos]. Impaired memory [memory impaired]. Difficulty concentrating on simple tasks [concentration impairment]. Aphasia [aphasia]. Loss of sweating [anhidrosis]. Cramped head feeling [head discomfort]. Paraesthesia (tingling in extremities) [paraesthesia of limbs]. Suddenly feeling hot [feeling hot]. Gingivitis / chronic gingivitis [chronic gingivitis]. Dry skin [dry skin]. Redness [redness]. Eczema [eczema]. Mood disorders [mood disorder nos]. Suicidal ideation [suicidal ideation]. Anxiety attacks [anxiety attack]. Premenstrual dysphoric disorder [premenstrual dysphoric disorder]. Attention deficit hyperactivity disorder [attention deficit hyperactivity disorder]. Blood pressure disorder [change in blood pressure]. Hip pain which has increased since she had the device [pain in hip]. Motor disability [motor dysfunction]. Digestive disorders [digestion impaired]. Serious psychological problems [psychological disorder]. I had to buy a cane at the age of 42, I had difficulty walking on flat surfaces whereas before I used to go walking in the mountains [gait disturbance]. I even found it had to stand [dysstasia]. Skin disorder [skin disorder]. I had become intolerant of everything, it was very difficult to eat [food intolerance]. Bipolar disorder [bipolar disorder]. I was getting angry with my children [anger]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 21-mar-2022. The most recent information was received on 31-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") and pruritus ("diffuse itching all over her body / itching") in a 40 year-old female patient who had essure inserted (lot no. Bv44009 not valid) for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned dysplasia. On (B)(6) 2014, the patient had essure inserted. In 2014 she experienced pruritus (seriousness criterion medically important), abdominal distension ("abdominal swelling / significant and excessive bloating"), fatigue ("chronic fatigue"), mucosal dryness ("mucosal dryness"), sleep disorder ("sleep disturbances"), myalgia ("muscle pain"), deafness ("hearing loss"), ear pruritus ("itchy ear canal"), tinnitus ("tinnitus"), dizziness ("dizziness"), aphthous ulcer ("canker sores"), oropharyngeal discomfort ("throat discomfort"), polydipsia ("excessive polydipsia or thirst"), thirst ("excessive polydipsia or thirst"), asthma ("asthma"), cough ("dry cough"), intermenstrual bleeding ("vaginal bleeding between menstrual periods or after sexual intercourse"), coital bleeding ("vaginal bleeding between menstrual periods or after sexual intercourse"), feeling cold ("significant chilliness"), tremor ("tremors / considerable tremors at work"), urinary retention ("micturition disorders (difficulty emptying her bladder)"), pollakiuria ("micturition disorders (frequent urination)"), loss of libido ("loss of libido"), breast swelling ("breast swelling"), breast discomfort ("breast tension"), nausea ("nausea"), skin odour abnormal ("altered body odour"), cardiovascular disorder ("poor blood circulation (cold hands and feet)"), peripheral coldness ("poor blood circulation (cold hands and feet)"), chilblains ("chilblains"), abdominal pain upper ("gastric pain"), flatulence ("significant and excessive bloating and flatulence"), diarrhoea ("watery, mucous, odorous, soft and irritating stools"), constipation ("constipation"), balance disorder ("impaired balance"), memory impairment ("impaired memory"), disturbance in attention ("difficulty concentrating on simple tasks"), aphasia ("aphasia"), anhidrosis ("loss of sweating"), head discomfort ("cramped head feeling"), paraesthesia ("paraesthesia (tingling in extremities)"), feeling hot ("suddenly feeling hot"), gingivitis ("gingivitis / chronic gingivitis"), dry skin ("dry skin"), erythema ("redness"), eczema ("eczema"), affective disorder ("mood disorders"), suicidal ideation ("suicidal ideation") and anxiety ("anxiety attacks") and was found to have weight increased ("weight gain"). Essure was removed in (B)(6) 2022. On unknown date she experienced pelvic pain (seriousness criterion intervention required), mucous stools ("watery, mucous, odorous, soft and irritating stools"), abnormal faeces ("watery, mucous, odorous, soft and irritating stools"), faeces soft ("watery, mucous, odorous, soft and irritating stools"), premenstrual dysphoric disorder ("premenstrual dysphoric disorder"), attention deficit hyperactivity disorder ("attention deficit hyperactivity disorder"), blood pressure fluctuation ("blood pressure disorder"), arthralgia ("hip pain which has increased since she had the device"), motor dysfunction ("motor disability"), dyspepsia ("digestive disorders"), mental disorder ("serious psychological problems"), gait disturbance ("I had to buy a cane at the age of 42, I had difficulty walking on flat surfaces whereas before I used to go walking in the mountains"), dysstasia ("I even found it had to stand"), skin disorder ("skin disorder"), food intolerance ("I had become intolerant of everything, it was very difficult to eat"), bipolar disorder ("bipolar disorder") and anger ("I was getting angry with my children"). The patient was treated with surgery (to remove essure) and non-drug therapy (physiotherapy). At the time of the report, the outcomes for pelvic pain, pruritus, abdominal distension, fatigue, mucosal dryness, weight increased, sleep disorder, myalgia, deafness, ear pruritus, tinnitus, dizziness, aphthous ulcer, oropharyngeal discomfort, polydipsia, thirst, asthma, cough, intermenstrual bleeding, coital bleeding, feeling cold, tremor, urinary retention, pollakiuria, loss of libido, breast swelling, breast discomfort, nausea, skin odour abnormal, cardiovascular disorder, peripheral coldness, chilblains, abdominal pain upper, flatulence, diarrhoea, constipation, balance disorder, memory impairment, disturbance in attention, aphasia, anhidrosis, head discomfort, paraesthesia, feeling hot, gingivitis, dry skin, erythema, eczema, affective disorder, suicidal ideation, anxiety, premenstrual dysphoric disorder, attention deficit hyperactivity disorder, blood pressure fluctuation, arthralgia, motor dysfunction, dyspepsia, mental disorder, gait disturbance, dysstasia, skin disorder, food intolerance, bipolar disorder and anger were unknown. The reporter considered anger, bipolar disorder, dyspepsia, dysstasia, food intolerance, gait disturbance, mental disorder, motor dysfunction, pelvic pain and skin disorder to be related to essure administration. No causality assessment was received for essure with regard to intermenstrual bleeding, fatigue, mucosal dryness, weight increased, sleep disorder, myalgia, deafness, ear pruritus, tinnitus, dizziness, aphthous ulcer, oropharyngeal discomfort, polydipsia, asthma, thirst, cough, coital bleeding, feeling cold, tremor, urinary retention, loss of libido, pollakiuria, breast swelling, breast discomfort, nausea, skin odour abnormal, cardiovascular disorder, peripheral coldness, chilblains, abdominal pain upper, abdominal distension, flatulence, diarrhoea, constipation, balance disorder, memory impairment, disturbance in attention, aphasia, anhidrosis, head discomfort, paraesthesia, feeling hot, pruritus, gingivitis, dry skin, erythema, eczema, affective disorder, suicidal ideation, anxiety, mucous stools, abnormal faeces, faeces soft, premenstrual dysphoric disorder, attention deficit hyperactivity disorder, blood pressure fluctuation or arthralgia. The reporter commented: patient¿s current status: she was currently on several symptomatic treatments to treat her premenstrual dysphoric disorder, attention deficit hyperactivity disorder, blood pressure, mood disorders, asthma and chronic gingivitis. The patient had been doctor-hopping for about twenty years, with contradictory diagnosis, ineffective treatments and/or unbearable side effects. Some doctors had recently told her that the onset and worsening of her symptoms for the past few years can be attributed to the insertion of the essure devices. She asked to be concretely treated by doctors without having to systematically fight to be taken seriously. She was suffering, no longer had the capacity to do her job normally even though she was still a good professional and appreciated by her colleagues and superiors. All the disorders prevent her from leading a normal life, but at the time of this report, she was still young and her life was far from over at the age of 47. She was currently on long-term leave. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. Lot # bv44009 not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-dec-2024: upon receipt of follow up argus cases (B)(4) are found to be duplicate of each other. Therefore, argus case (B)(4) needs to nullify from argus database. All source documents, references. Reporters events pelvic pain, motor disability, digestive disorder, mental disorder, dysstasia, gait disturbance, food intolerance, bipolar disorder, anger has been transferred to retention case. (Legacy device number 2951250-2024-00838). Case comments: we received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pain [pelvic pain female], diffuse itching all over her body / itching [itching all over], abdominal swelling [swelling abdomen] , vaginal bleeding between menstrual periods [bleeding intermenstrual] , chronic fatigue [chronic fatigue], mucosal dryness [mucosal dryness], weight gain [weight gain] , sleep disturbances [sleep disturbance], muscle pain [muscle pain] , hearing loss [hearing loss], itchy ear canal [ear pruritus], tinnitus [tinnitus], dizziness [dizziness] , canker sores [canker sore] , throat discomfort [throat discomfort] , excessive polydipsia or thirst [polydipsia], excessive polydipsia or thirst [excessive thirst] , asthma [asthma] , dry cough [dry cough], significant chilliness [chilliness] , tremors / considerable tremors at work [tremor], vaginal bleeding after sexual intercourse [post coital bleeding] , micturition disorders (difficulty emptying her bladder) [bladder inability to empty], micturition disorders (frequent urination) [frequency urinary] , loss of libido [loss of libido] , breast swelling [breast swelling] , breast tension [breast tension], nausea [nausea] , altered body odour [body smell altered] , poor blood circulation (cold hands and feet) [disorder circulatory system] , poor blood circulation (cold hands and feet) [cold hands & feet] , chilblains [chilblains] , gastric pain [gastric pain] , significant and excessive bloating and flatulence [flatulence] , watery, mucous, odorous, soft and irritating stools [stools watery] , watery, mucous, odorous, soft and irritating stools [mucous stool] , watery, mucous, odorous, soft and irritating stools [stool odour abnormal] , watery, mucous, odorous, soft and irritating stools [soft stools] , constipation [constipation] , impaired balance [balance impaired nos] , impaired memory [memory impaired] , difficulty concentrating on simple tasks [concentration impairment] , aphasia [aphasia], loss of sweating [anhidrosis] , cramped head feeling [head discomfort] , paraesthesia (tingling in extremities) [paraesthesia of limbs] , suddenly feeling hot [feeling hot] , gingivitis / chronic gingivitis [chronic gingivitis], dry skin [dry skin], redness [redness], eczema [eczema] , mood disorders [mood disorder nos] , suicidal ideation [suicidal ideation], anxiety attacks [anxiety attack] , premenstrual dysphoric disorder [premenstrual dysphoric disorder], attention deficit hyperactivity disorder [attention deficit hyperactivity disorder], blood pressure disorder [change in blood pressure] , hip pain which has increased since she had the device [pain in hip] , motor disability [motor dysfunction] , digestive disorders [digestion impaired] , serious psychological problems [psychological disorder] . I had to buy a cane at the age of 42, I had difficulty walking on flat surfaces whereas before I used to go walking in the mountains [gait disturbance], I even found it had to stand [dysstasia], skin disorder [skin disorder]. I had become intolerant of everything; it was very difficult to eat [food intolerance], bipolar disorder [bipolar disorder]. I was getting angry with my children [anger] prevent her from leading a normal life/no longer had the capacity to do her job normally [quality of life decreased]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 21-mar-2022. The most recent information was received on 12-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") and pruritus ("diffuse itching all over her body / itching") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned dysplasia. On (B)(6) 2014, the patient had essure inserted. In 2014 she experienced pruritus (seriousness criterion medically important), abdominal distension ("abdominal swelling"), intermenstrual bleeding ("vaginal bleeding between menstrual periods"), fatigue ("chronic fatigue"), mucosal dryness ("mucosal dryness"), sleep disorder ("sleep disturbances"), myalgia ("muscle pain"), deafness ("hearing loss"), ear pruritus ("itchy ear canal"), tinnitus ("tinnitus"), dizziness ("dizziness"), aphthous ulcer ("canker sores"), oropharyngeal discomfort ("throat discomfort"), polydipsia ("excessive polydipsia or thirst"), thirst ("excessive polydipsia or thirst"), asthma ("asthma"), cough ("dry cough"), feeling cold ("significant chilliness"), tremor ("tremors / considerable tremors at work"), coital bleeding ("vaginal bleeding after sexual intercourse"), urinary retention ("micturition disorders (difficulty emptying her bladder)"), pollakiuria ("micturition disorders (frequent urination)"), loss of libido ("loss of libido"), breast swelling ("breast swelling"), breast discomfort ("breast tension"), nausea ("nausea"), skin odour abnormal ("altered body odour"), cardiovascular disorder ("poor blood circulation (cold hands and feet)"), peripheral coldness ("poor blood circulation (cold hands and feet)"), chillblains ("chilblains"), abdominal pain upper ("gastric pain"), flatulence ("significant and excessive bloating and flatulence"), diarrhoea ("watery, mucous, odorous, soft and irritating stools"), constipation ("constipation"), balance disorder ("impaired balance"), memory impairment ("impaired memory"), disturbance in attention ("difficulty concentrating on simple tasks"), aphasia ("aphasia"), anhidrosis ("loss of sweating"), head discomfort ("cramped head feeling"), paraesthesia ("paraesthesia (tingling in extremities)"), feeling hot ("suddenly feeling hot"), gingivitis ("gingivitis / chronic gingivitis"), dry skin ("dry skin"), erythema ("redness"), eczema ("eczema"), affective disorder ("mood disorders"), suicidal ideation ("suicidal ideation") and anxiety ("anxiety attacks") and was found to have weight increased ("weight gain"). Essure was removed in (B)(6) 2022. On unknown date she experienced pelvic pain (seriousness criterion intervention required), mucous stools ("watery, mucous, odorous, soft and irritating stools"), abnormal faeces ("watery, mucous, odorous, soft and irritating stools"), faeces soft ("watery, mucous, odorous, soft and irritating stools"), premenstrual dysphoric disorder ("premenstrual dysphoric disorder"), attention deficit hyperactivity disorder ("attention deficit hyperactivity disorder"), blood pressure fluctuation ("blood pressure disorder"), arthralgia ("hip pain which has increased since she had the device"), motor dysfunction ("motor disability"), dyspepsia ("digestive disorders"), mental disorder ("serious psychological problems"), gait disturbance ("I had to buy a cane at the age of 42, I had difficulty walking on flat surfaces whereas before I used to go walking in the mountains"), dysstasia ("I even found it had to stand"), skin disorder ("skin disorder"), food intolerance ("I had become intolerant of everything, it was very difficult to eat"), bipolar disorder ("bipolar disorder") and anger ("I was getting angry with my children") and was found to have quality of life decreased ("prevent her from leading a normal life/no longer had the capacity to do her job normally"). The patient was treated with surgery (to remove essure) and non-drug therapy (physiotherapy). At the time of the report, the outcomes for pelvic pain, pruritus, abdominal distension, intermenstrual bleeding, fatigue, mucosal dryness, weight increased, sleep disorder, myalgia, deafness, ear pruritus, tinnitus, dizziness, aphthous ulcer, oropharyngeal discomfort, polydipsia, thirst, asthma, cough, feeling cold, tremor, coital bleeding, urinary retention, pollakiuria, loss of libido, breast swelling, breast discomfort, nausea, skin odour abnormal, cardiovascular disorder, peripheral coldness, chillblains, abdominal pain upper, flatulence, diarrhoea, constipation, balance disorder, memory impairment, disturbance in attention, aphasia, anhidrosis, head discomfort, paraesthesia, feeling hot, gingivitis, dry skin, erythema, eczema, affective disorder, suicidal ideation, anxiety, premenstrual dysphoric disorder, attention deficit hyperactivity disorder, blood pressure fluctuation, arthralgia, motor dysfunction, dyspepsia, mental disorder, gait disturbance, dysstasia, skin disorder, food intolerance, bipolar disorder and anger were unknown. The reporter considered anger, bipolar disorder, dyspepsia, dysstasia, food intolerance, gait disturbance, mental disorder, motor dysfunction, pelvic pain, quality of life decreased and skin disorder to be related to essure administration. No causality assessment was received for essure with regard to intermenstrual bleeding, fatigue, mucosal dryness, weight increased, sleep disorder, myalgia, deafness, ear pruritus, tinnitus, dizziness, aphthous ulcer, oropharyngeal discomfort, polydipsia, asthma, thirst, cough, coital bleeding, feeling cold, tremor, urinary retention, loss of libido, pollakiuria, breast swelling, breast discomfort, nausea, skin odour abnormal, cardiovascular disorder, peripheral coldness, chillblains, abdominal pain upper, abdominal distension, flatulence, diarrhoea, constipation, balance disorder, memory impairment, disturbance in attention, aphasia, anhidrosis, head discomfort, paraesthesia, feeling hot, pruritus, gingivitis, dry skin, erythema, eczema, affective disorder, suicidal ideation, anxiety, mucous stools, abnormal faeces, faeces soft, premenstrual dysphoric disorder, attention deficit hyperactivity disorder, blood pressure fluctuation or arthralgia. The reporter commented: patient¿s current status: she was currently on several symptomatic treatments to treat her premenstrual dysphoric disorder, attention deficit hyperactivity disorder, blood pressure, mood disorders, asthma and chronic gingivitis. The patient had been doctor-hopping for about twenty years, with contradictory diagnosis, ineffective treatments and/or unbearable side effects. Some doctors had recently told her that the onset and worsening of her symptoms for the past few years can be attributed to the insertion of the essure devices. She asked to be concretely treated by doctors without having to systematically fight to be taken seriously. She was suffering, no longer had the capacity to do her job normally even though she was still a good professional and appreciated by her colleagues and superiors. All the disorders prevent her from leading a normal life, but at the time of this report, she was still young and her life was far from over at the age of 47. She was currently on long-term leave. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. According to bayer qa, the lot number bv44009 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-jan-2025: quality safety evaluation of product technical complaint. Lot # bv44009 is not valid. Case comments: we received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.